Manufacturer narrative:
No sample was returned, therefore unable to confirm this complaint. Since the bubbles are formed by the cutter during the surgery which can lead to microbial infection, this complaint is concluded as reportable. Investigation could not reveal the root cause, due to not receiving the faulty article. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. All available information has been provided. This complaint has now been closed.

Event description:
A report has been received where bubbles came out of the cutter. It was reported that they think that the membrane is leaking. There is no report of patient injury or harm and it is unknown when this event occurred. No sample was returned for an evaluation.